Event description:
On (B)(6) 2012, the patient contacted animas and stated that the up arrow keypad button had an intermittent response and required multiple presses to elicit a response. The patient denied any damage to the rubber keypad or evidence of moisture in the pump. The patient reportedly wore the pump clipped to the inside of a pocket and cleaned the pump with a dry cloth. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4):on examination, the keypad was noted to be torn over the up arrow button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. On testing, all the keypad buttons were noted to respond appropriately. The keypad cover was removed for investigation and did not reveal any contamination or damaged or misaligned button contacts.